Event description:
The customer tested his blood glucose and received a reading of 133 mg/dl using his breeze2 meter. He retested using another meter and received a reading of 63 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to provide any personal or product information and ended the call. No product will be returned for evaluation.

Manufacturer narrative:
It's not possible to determine the meter manufacture date without a serial number.